Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had high blood glucose due to a stomach bug, and they were disoriented and not thinking clearly. So when they changed the infusion set they forgot to get the air out of the tubing before inserting. After the process they threw away the serter. And during the next infusion set change they had to perform the insertion manually, which caused the cannula to bend, which in turned caused the blood glucose to increase. The customer stated that they will discontinue the use of the insulin pump and will revert to a back-up plan until they receive a replacement serter. The customer's blood glucose at the time of the phone call was 362 mg/dl. Nothing further was reported.